Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter:1.5x12 mm traveler, 2.5x12 nc traveler guide wire: bmw universal 11. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the proximal left anterior descending (lad) coronary artery. Pre-dilatation was performed and the 2.5x18 mm xience prime stent was deployed at 10 atmospheres in the target lesion. Post-dilatation was performed using a 2.5x12mm nc traveler balloon dilatation catheter (bdc) and an edge dissection was noted at the distal end of the stent. A 2.5x15mm xience prime stent was implanted to treat the dissection successfully. There was no reported adverse patient sequela. No additional information was provided.